Manufacturer narrative:
This is a follow-up report to provide investigation closure for 2243471-2021-00370. The investigation did not identify any product problem. Although the CT value was late, it was not within the limit of detection range and the discrepancy was likely a result of contamination. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, assay tube lot 00928z (c9rz). The original patient sample generated a positive sars-cov-2 result which was questioned due to a lack of clinical symptoms and contact with anyone positive. The same patient sample was retested with rt-pcr and on genexpert which both generated negative results. A new patient sample was collected and tested on all three platforms again which produced all negative results. The original sample was retested a final time on the cobas liat system and likewise received a negative result. The original false positive was released to the physician which was replaced by the negative results. No harm was alleged. The patient's samples were collected using nasopharyngeal swabs and 3ml copan utm (330c) tubes. The samples were run immediately after collection. No additional information is available regarding sample preparation or customer workflow. According to the method sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A systems assessment was performed on the cobas liat analyzer (sn (B)(4)) which did not identify any product issue. A review of the data identified a late CT value for sars-cov-2. The curve was reviewed and no major abnormalities were observed; the curve appears to represent true amplification. The repeat on this analyzer was a valid negative run also with no abnormalities. While the positive CT value produced was late, it did not fall into the lod range. Although unknown, it is possible some sort of contamination or workflow error occurred during the first run causing the analyzer to pick up fluorescence when there was not true virus present.

Manufacturer narrative:
A single patient generated a false positive on the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The original sample was retested on several platforms which all returned negative results. A new sample collection was also tested on multiple platforms which likewise generated negative results. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a false positive for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, assay tube lot 00928z (c9rz). The original patient sample generated a positive sars-cov-2 result which was questioned due to a lack of clinical symptoms and contact with anyone positive. The same patient sample was retested with rt-pcr and on genexpert which both generated negative results. A new patient sample was collected and tested on all three platforms again which produced all negative results. The original sample was retested a final time on the cobas liat system and likewise received a negative result. The original false positive was released to the physician which was replaced by the negative results. No harm was alleged. The patient's samples were collected using nasopharyngeal swabs and 3ml copan utm (330c) tubes. The samples were run immediately after collection. No additional information is available regarding sample preparation or customer workflow. According to the method sheet, specimens should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A systems assessment was performed on the cobas liat analyzer (sn (B)(4)) which did not identify any product issue. An investigation to evaluate the customer issue is ongoing.